Event description:
It was reported that the patient presented into clinic for follow up when interrogation of the device showed non-sustained right ventricular oversensing. Further review of the episode noted myopotential inhibition. The signal was able to be reproduced. The device was reprogrammed. No further alerts have been received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.